Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the patient's miniarc precise mesh placement, the mesh eroded into the urethra. A procedure occurred to remove the mesh through a vaginal incision. No further patient complications were reported in relation with this event.